Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2. -12.5/2.5/071 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens tore/broke during injection/deliver into the eye. There was patient contact(lens touched the eye). No patient injury. The lens was exchanged same length lens on (B)(6) 2023. This resolved the problem. Reportedly, patient and surgeon are happy.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).